Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A nurse reported that two days following an intraocular lens (iol) implant procedure, the patient presented with a unexpected refractive outcome of -3.00 diopters (the target outcome was emmetropia). The nurse added that according to measurements and documentation, the correct iol was ordered and implanted; no abnormalities were detected in the corneal topography. The iol was exchanged four days later. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was received, indicated that the iol was not exchanged four days after the initial procedure as initially reported. It is supposed that the lens was actually exchanged on (B)(6) 2017; however, this has not been confirmed. Additional information was provided, indicating that the lens is not available for return as it was split into several pieces. It was noted that everything was "ok" with the patient.